Manufacturer narrative:
Qn# (B)(4). UDI number: (B)(4).

Event description:
It was reported "the peel away sheath from teleflex 4fr PICC kit failed to perform as expected. When attempting to advance through the patient's skin, the sheath frayed and became unusable. A new peel- away sheath from a different vendor was opened to complete the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the peel away sheath from teleflex 4fr PICC kit failed to perform as expected. When attempting to advance through the patient's skin, the sheath frayed and became unusable. A new peel- away sheath from a different vendor was opened to complete the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine."

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis; the image shows a sheath/dilator assembly with damage to the sheath tip. The customer returned one peel-away sheath/dilator assembly for analysis. Signs of use were observed on the returned components. Visual analysis revealed that the distal end of the sheath tip was split and folded. No defects were observed with the dilator. The sheath was additionally severed to observe the cross section. The sheath length from the tabs to the tip measured 2 3/4", which is within the specification limits of 2 5/8"-2 7/8" per the peel-away product drawing. The sheath outer diameter measured 0.08055", which is within the specification limits of 0.075"-0.081" per the peel-away extrusion product drawing. The sheath inner diameter at the proximal end measured 0.062", which is within the specification of 0.062 - 0.067" per the peel-away extrusion product drawing. The sheath outer/inner diameters at the distal tip could not be accurately measured due to the nature of the damage. The sheath was functionally tested per the instructions for use provided with this kit, which instructs the user, "ensure dilator is in position and locked to hub of sheath ". The dilator was fully advanced in the sheath and the hub was able to snap into the sheath hub with little to no issues. R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user. Due to the possibility that manufacturing contributed to this damage; they will further investigate this issue. A device history record review was performed, and no relevant findings were identified. The IFU provide with this kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage. Precaution: do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip." The report of a damaged peel-away tip was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath tip was partially split/folded. Despite the damage, the sheath met all relevant dimensional and functional requirements. Various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user. Therefore, the root cause is undetermined at this time. Non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.